Event description:
It was reported that the pump had eroded through the skin due to malnutrition. The entire system was explanted. It was noted the device would not be returned, as it was lost. It was also noted the patient's pain never returned after explant so there was no need to re-implant. The drug in the pump at the time of the event was unknown. It was later reported that this had occurred years ago and patient had not had a pump for years. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8575, lot# j12071r, implanted: (B)(6) 2006, product type accessory; product ID 8703w, lot# l36577, implanted: (B)(6) 1995, product type catheter. (B)(4).